Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had no flow and stopped halfway. The issue was noticed during set up. There was no patient involvement. No additional information is available.